Event description:
It was reported that a patient presented to clinic for an ablation procedure. At the end of the procedure, it was noted that the patient's implantable cardioverter defibrillator (ICD) exhibited crosstalk. The crosstalk event lasted several seconds and resolved on its own, the device will continue to be monitored. The patient condition was stable.